Manufacturer narrative:
This MDR is result of a retrospective review of complaints.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The customer went to the hcp for biopsy and as per the information that was provided by him, some pathogen was found. He could not tell the specifics, but said there was nothing serious or danger. The hcp prescribed amoxicillin (anitbiotics) as treatment. After he started taking antibiotics, the arm got better and is the customer is currently doing fine. This incident does not require any further investigation.

Event description:
Senseonics was made aware of a serious adverse event where the patient developed redness at the area a day after the removal of sensor. The sensor removal happened on (B)(6) 2023 and the patient noticed redness under and around the patches of the removal. The redness spread to the whole arm, but there was no pain. On (B)(6) 2023, the patient noticed that his upper arm was hard and he had a pustule on his arm, around 5 to 10 cm big. Since the patches were still on the wound, the patient could not see what was under there. On the morning of (B)(6) 2023, the patient bumped his arm against something and the removal cut opened and pus came out along with the blood. The patient visited his doctor who would conduct a biopsy on (B)(6) 2023.